Manufacturer narrative:
Device label code for f10. Position 1: 1701. Position 2 and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 9/9/97. On 9/14/97 after iabp for about five days, an alarm sounded from the system 90t pump and the iab leaked. Blood was noted in the tubing and the iab was removed. No second was inserted. Event complications: none from the event - rpt'd 9/16/97; none - rpt'd 10/10/97. Pt current status: stable/to telemetry - 10/10.